Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating they are having multiple issues and swapped out the wheels because of hand rims.

Manufacturer narrative:
Additional/updated information was added to reflect the wheels being returned to the manufacturer for evaluation. The result of the evaluation was that it looked like the dealer had hand rim issues, but the wheels were unable to be tested, so the original complaint issue could not be confirmed.

Event description:
Dealer is stating they are having multiple issues and swapped out the wheels because of hand rims.